Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed due to calcification. During loading of the valve, a crown overlap to the 3rd node was noted upon visual inspection. The valve and delivery catheter system (dcs) were inserted into the patient, advanced to a depth of 1 mm, and deployed. Upon deployment, under-expansion was noted visually so the valve was recaptured and deployed a second time at a depth of 3 mm. Due to continued under-expansion, the valve was recaptured again and withdrawn from the patient. Subsequently, a bav was performed. A second valve was loaded into a new dcs. A crown overlap to the 2nd node was identified upon visual inspection. The second valve was inserted into the patient and deployed to a depth of 3 mm; however, it was recaptured due to under-expansion and was withdrawn from the patient. Subsequently, a bav was performed again using a larger balloon. The valve was cleaned and reinserted into the patient, and deployed to a depth of 3 mm with visual under-expansion. The valve was recaptured and withdrawn from the patient, and a non-medtronic valve was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: 0012097781; ubd: 2026-01-03; UDI#: (B)(4). Product ID: l-evolutfx-2329; lot #: 0012086917; ubd: 2025-12-19; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in its original packaging jar filled with clear unknown solution. The valve was discolored showing evidence of blood contact. The valve was received in a partially compressed state, most notably on the inflow. All leaflets were slightly stiff yet flexible. Creases and frame imprints were observed on all leaflets. As received, all leaflets appear to be partially closed with a gap between the leaflets. All commissures appeared intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, the frame appeared to maintain the compressed condition. There was no evidence of kinks or bends on the frame. Frame imprints were observed on the valve skirt. Due to the return condition of the valve, a deployment simulation was not performed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: media files and a mobile product experience report (mpxr) questionnaire were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 71.2 millimeter (mm) with a perimeter derived diameter of 22.6mm suggesting a 26mm evolut. The aortic valve did not appear to be significantly calcified; however, there was annular calcification extending to the left ventricular outflow track. A pre-balloon aortic valvuloplasty was performed prior to the implant attempt. During the deployment attempt, the valve appeared to be under-expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. As reported, best practices were followed, the system was removed, another pre-dilatation was performed and a new valve was attempted to be deployed resulting in the same outcome. After an additional deployment attempt, the under expanded valve was removed. It was reported that the same valve was reused for another deployment attempt after being cleaned. Of note, as stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Ultimately, the bioprosthesis and delivery catheter system were removed from the patient and discarded after persistent under expansion. As reported, a crown overlap to the 2nd node was identified upon visual inspection. Unfortunately, imaging review of the loading of this valve was not available to confirm that no misload was present. Per the image review, annular calcification extending to the left ventricular outflow track was evident and a pre-balloon dilatation was performed due to this calcification. This serves as a likely contributing factor towards the under-expansion. However, a conclusive root cause of the expansion issues was unable to be determined from the available information. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.